Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level was 500 mg/dl. Tandem technical support performed a system check and was able to determined that cartridge air bubbles were observed in the infusion set tubing. Customer primed the tubing and was able to resume insulin delivery.